Manufacturer narrative:
Visual inspection of the returned lead revealed that the lead was cleanly cut into two pieces from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead. A labeling review was conducted and determined that the reported event of lead migration and inadequate stimulation are known inherent risks associated with implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that during the spinal cord stimulation (scs) permanent trial period the patient did not receive pain relief. The physician decided to explant. When performing a fluoroscopy check, the physician discovered a major lead migration. It appears that the anchor was properly secured in the fascia and around the lead and had not moved. There were no reported complications post operatively.

Event description:
It was reported that during the spinal cord stimulation (scs) permanent trial period the patient did not receive pain relief. The physician decided to explant. When performing a fluoroscopy check, the physician discovered a major lead migration. It appears that the anchor was properly secured in the fascia and around the lead and had not moved. There were no reported complications post operatively.